Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and her husband: the patient was contacted to obtain further details, and handed the phone to her husband. The husband explained that he had called in previously, so patient name was updated in the file. Husband reports a stroke was not diagnosed, but they did diagnose a tia 2 weeks post implant. When asked whether there were any underlying conditions the husband stated patient has msa (multiple system atrophy), and he did not know whether the tia was related to new implant or due to the msa. He states patient never had tia before. The poor communication was resolved, patient's device was working, although he didn't know how effective it was because she still got up at night. He did not know the cause of the poor communication previously reported. He reports patient had hcp appointment 2 weeks ago and programming change was made and she could feel stim. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported by a family member that the patient was implanted (B)(6) 2019 and had an infection. The patient had redness, drainage at the incision site, and it was draining a pus. Caller states that the patient has been hospitalized for this and they sent her home after 3 days. Caller states that the patient was placed on antibiotics, but they don't seem to be helping with the infection. Caller states that he sprays peroxide on the site, but the infection does not get better. Caller mentions that the patient has been experiencing stroke like symptoms as well. Caller wants to know what the patient should do next; ps (patient services) redirected the caller to the hcp (healthcare professional). Caller also mentions the patient has no known allergies. Caller states that the patient is currently being treated for an infection with oral antibiotics, but he did not state what medication was prescribed or what kind of infection she had. Caller also states that when he went to increase the patient¿s stim this morning, and he was able to connect and increase to 2.7 v, reported issues with communicating to the ins. Caller states that the patient wanted more stim because she didn't feel anything so he attempted to increase again, but received a "not found" screen. Caller could not clarify if it was a communicator not found screen or device not found screen. Caller was not with the patient to troubleshoot, but ps reviewed that the communicator needs to be charged, not plugged in to the wall, not touching the handset, place the communicator over the ins site and if there are bandages or swelling communication may take a few tries. Caller will call ps back to troubleshoot when he is with the patient no further complications were reported or are anticipated.